Manufacturer narrative:
(B)(4). It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that after investigating a possible dislodgement of a right ventricular (rv) lead due to inability to capture, while doing a chest x-ray (cxr) and an echocardiogram, it was found that a perforation had occurred. In addition, the patient had a pneumothorax. A revision procedure was performed on the rv lead, and the lead was explanted and replaced. No additional patient issues were reported.